Event description:
The patient's pump and catheter were removed for an unknown reason, seven months after they were implanted. The patient's devices were returned to the manufacturer for analysis. The medication being delivered via the device system was baclofen. Additional information has been requested, follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). Final device of the pump revealed no anomalies. The pump dispensed normally with normal device function. Final device analysis of the catheter included the proximal segment 7.5cm including the sc pump connector and strain relief sleeve to the pin connector to the distal 75.2 cm to the distal tip. The catheter was sheared. The distal catheter had multiple shear holes and slices.